Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that for stomach bypass surgery, prof. Used gst45 reloads. When he dissect the fundus of stomach in a perpendicular angles using two gst45b and two gst45d, he found flat staples sticking out (at the distal part of reload). From proximal to the near distal reloads are finely stapled. He removed mal-formed staples from the body using endo-graspers. And, he finished the surgery successfully.

Manufacturer narrative:
(B)(4). First picture shows a drawing of the stomach, simulating the dissection of the fundus in a perpendicular angles. Second picture shows tissue with a staple line, on the bottom appears to be staple legs. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.